Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 525 mg/dl. The user addressed bg level with a bolus and adjusted the temporary basal rate. During troubleshooting with tandem's technical support, the contact stated that no drops of insulin were seen coming out of the end of the tubing and then reported that the patient line was leaking. Reportedly, the contact changed the cartridge as well as the tubing and resumed insulin delivery.